Manufacturer narrative:
Other: unknown.

Event description:
It was reported that during implant procedure, the pulse generator set screw could not be tightened. The device was not used and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.